Event description:
Lap gastric bypass procedure. Slcr55b was placed on the plc and it would not calibrate. It was removed then placed back on and it still would not calibrate. Repeated a third time and still had same results. Reloaded with another slcr55b, calibrated, but excessive bleeding occurred when fired. Surgeon had to apply 6 hemoclips along the staple line to stop the bleeding.